Event description:
It was reported, the patient had lumbar back pain. The patient had inadequate coverage of lower back symptoms while maintaining good coverage of their right leg symptoms. The coverage of lower back symptoms had decreased from time of implant. X-ray of the lead showed the lead had shifted to the left of midline. Additionally they tried a trial of an additional percutaneous lead. The event was considered unresolved with no further actions planned. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).